Event description:
It was stated that the device shows 6-9ml liquid although cassette is emptied. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the customer reported issue was not confirmed. The flow rate is in normal parameters.